Manufacturer narrative:
Analysis of the tined lead found that all conductors were broken 5.4 cm from the distal end, near the tines. (B)(4).

Manufacturer narrative:
Other applicable components are: product ID: 388928, lot# 0208783557, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead.

Event description:
Additional information received from the manufacturer representative reported the lead was replaced on (B)(6) 2016. The lead was tested for motor responses during the procedure and a response was only seen on c and 3. This corresponded to another impedance test taken which showed all combinations being higher than 4,000 ohms with the exception of that combination. The cause of the high impedances was determined to be a broken lead.

Manufacturer narrative:
Implant date is an approximation. Concomitant medical products: product ID 388928, lot# 0208783557, implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer, via the manufacturer representative, reported they leaned against the washing machine on (B)(6) 2016 and this created e lectromagnetic interference and a shock. A loss of stimulation was also noted. The patient turned the device off after because they were scared, but turned it back on after a week. During an impedance check (3.2v, 210 s), all combinations, with the exception of c and 1 were greater than 4,000 ohms. The device was programmed to c+ and 1-. As of early (B)(6) 2016, the programmed setting was not working for the patient and they would possibly get a new lead on (B)(6) 2016.

Manufacturer narrative:
Concomitant medical products: product ID 388928, lot# 0208783557, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.